Manufacturer narrative:
The calibration issue was confirmed. Stylus was replaced, touchscreen connection was cleaned and re-seated, and display was calibrated. The software was reloaded and updated, and the device passed all final functional and systems tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018 the programmer was returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus and display were not interacting properly. It was noted that the stylus was replaced, and re-calibrated, but the issue persisted. The programmer is expected to be returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.